Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took 50 units of insulin to observe insulin drips exiting the infusion set tubing. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.